Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. No previous investigations are available. After a detailed batch review, no discrepancies were found. There was not enough info to conclude the product did not meet spec and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case. Reported to the FDA on august 04, 2015.

Event description:
The end user reported multiple appliance changes per day and developed red, raw, peeling skin with some bleeding extending approx one inch, encircling the stoma. Skin irritation developed while still hospitalized for ostomy surgery on (B)(6) 2015 and nystatin powder was prescribed on (B)(6) 2015, which she has continued to use.